Event description:
The plaintiff's attorney alleged the plaintiff experienced ischemic cardiomyopathy on (B)(6), 2011 after the use of the product. Then, plaintiff went to the hospital on (B)(6) 2011 and had a cardiac catheterization and coronary angioplasty procedure.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products: associated mdrs # 1225714-2013-02640, 02641, 02642.